Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 380 (mg/dl). A correction boluses was administered to treat bg levels. System check indicated the pump was performing as intended. Recommendation was made to wash hands prior to testing bg levels and to discuss infusion site rotation with health care provider.